Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the meter batteries were "dying too fast." The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting.